Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age ¿ 81 years, fragile myocardium tissue) likely contributed to the ventricular perforation and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), prior to the tavr procedure, it was noted that the patient¿s ejection fraction was low (33%). Therefore, the transfemoral tavr procedure was performed with percutaneous cardio pulmonary support (pcps). Balloon aortic valvuloplasty (bav) was performed with a 20mm edwards bav catheter. Post bav, an effusion was detected. A thoracotomy was performed and the bleeding was stopped. A 23mm sapien 3 valve was deployed with 1ml less contrast than nominal volume. After valve deployment, pcps was removed. The patient was transferred from the operating room with an intra-aortic balloon pumping (iabp) inserted. The native annulus measured 24.1mm x 20.5mm by CT with a valve area of 399.0mm2. Information concerning the degree of valvular calcification was not provided. It was reported that the patient had a bicuspid aortic valve. Per medical opinion, the perforation ¿looked more like a crush injury¿ rather than a pinhole, at the back of the heart where it was a ¿little lower¿ than the left ventricle annulus. The cardiologist commented that the patient had a fragile myocardium. The myocardium was injured by the guidewire. The safari guidewire was in a good position, but it could not be determined if the injury was caused by the safari guidewire or the j wire used to exchange. Since the myocardium was fragile, the physician commented that even a soft wire could have damaged the myocardium. The bav catheter was discarded following the procedure and is not available for evaluation. The valve remains implanted in the patient.